Event description:
It was reported that the patient had their scs system explanted after experiencing ineffective therapy after re-programming with a manufacturing representative.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.